Event description:
It was reported that an auto-off alarm occurred. The customers blood glucose level was 524 mg/dl. Customer addressed the high blood glucose with a correction bolus using the pump. Technical support educated customer on the reason for the alert and alarm, which was understood and acknowledged, and customer successfully resumed insulin deliveries.